Manufacturer narrative:
The reported events of high pacing impedance and noise were not confirmed. A complete lead was returned in one piece. Visual inspection and electrical testing of the lead did not find any anomalies.

Event description:
It was reported that during the procedure, the left ventricular (lv) lead exhibited noise oversensing that caused pacing inhibition. Furthermore, the lv lead exhibited high pacing impedance. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.